Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. An accuracy test was performed for functional testing. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause. To address the issue the expulsor was sanded. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump flow is 'bad'. There was unknown patient involvement.